Event description:
The customer reported that there were intermittent communication failed errors. This error results in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software, replaced a backplane cable and replaced an interface board. The system operates as intended.